Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an enternal guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure the wire coating began to peel. No coating fragments detached into the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient was scheduled for another ercp at a later date. Should additional relevant details become available, a supplemental report will be submitted.